Manufacturer narrative:
H3: analysis of the product ID 97755 lot# serial# (B)(6), revealed no issues with finding or charging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that it was not working or charging. Patient stated that they had an appointment today for an MRI, however they couldn't do the MRI because of the issue. Patient said that the MRI technician couldn't get into the system and that they kept getting messages when trying to place the device in MRI mode that said that the ins battery was too low. Pt said that recharging excellent would be indicated, however the ins was still in the orange even after 2 hours of charging. Pt said that also system problem rm03 was appearing when trying to recharge the ins. Agent had the pt reset the controller and then unlock the controller. Pt saw battery low recharge your implanted device soon. Pt saw that the stimulation was off; agent reviewed with the pt that the ins battery was too low to provide stimulation. The controller was at 90% and the ins was in the orange. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session; pt saw no device found. Pt then saw the batteries screen with recharging excellent and the ins in the orange. Agent sent a request to repair to replace the recharger. When asked for the event date, pt said that it was on and off and that they had stopped using the device for a while since the device shocked them sometimes. Pt said that now they had run into recharging issues as they needed to charge the ins in order to place the device in MRI mode. Agent sent an e-mail to prs for updates. Pt asked to be scheduled with a rep on monday if the replacement recharger didn't resolve the issue since they didn't want to have to call ps back if needed. Agent reviewed rep/patient services roles with the pt and redirected pt to hcp to schedule an appt with a rep if desired. Agent did advise the pt to also call ps back if the issue wasn't resolved with the replacement recharger.